Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was reported that the patient wore the sensor beyond intended use. Labeling indicates: g4 and g5 mobile sensor sessions last seven days and g6 lasts ten days. No product or data was provided for investigation. The probable cause could not be determined. No injury or medical intervention was reported.